Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2016, a type ii endoleak was embolized and no increase in aneurysm size was visible (65 mm). Further increase in aneurysm size was visible afterwards (67 mm / 26 months after implant). The patient tolerated the procedure.